Event description:
It was reported that stenting treatment procedure, a balloon rupture occurred. The target lesion was located in the carotid bulb. An unknown stent was deployed in the carotid artery. The 5.0x20mm 135cm sterling balloon was advanced for post-dilation, upon inflation of the device the balloon was "perforated". The procedure was completed with another 5.0x20mm 135cm sterling balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Updated: device avail. For eval., returned to MFR. On., device returned to MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer - magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stenting treatment procedure, a balloon rupture occurred. The target lesion was located in the carotid bulb. An unknown stent was deployed in the carotid artery. The 5.0 x 20 mm 135 cm sterling balloon was advanced for post-dilation, upon inflation of the device the balloon was "perforated". The procedure was completed with another 5.0 x 20 mm 135 cm sterling balloon. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).